Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The reported 1mm guiding catheter was also returned. The results of the investigation concluded that the distal section of the distal tip coil assembly was returned fractured and was stuck inside a non-abbott catheter. The catheter was dissected to remove the fractured guidewire components. The distal tip coil had been stretched and was fractured; the corewire had been fractured. The combined length of the corewire sections indicated there was no missing material from the distal corewire assembly. There was visual evidence of the tip coil proximal weld joint. The guidewire had been bent and kinked at multiple locations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the event could not be conclusively determined. The cause of the corewire and distal tip coil fractures and additional guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device became stuck in a lesion and was removed using a balloon catheter. The device was used to evaluate a 75% stenosed lesion in lcx. The device became stuck in a lesion. A 1mm diameter, drug-coated balloon catheter was inserted over the device to release the stuck tip. The device and the catheter were removed from the patient together. When the device was removed from catheter outside the patient, the tip fractured. The procedure was completed without using another device with no adverse patient consequences.